Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR of lot 6380 was reviewed. No ncs, reworks, or defects were found.

Event description:
It was reported that post-implant, since linx implant, patient has been not completely satisfied with the control of her lpr symptoms particularly throat clearing. Patient reports over the years it appeared to be worse despite taking pepcid leading the patient to decide to pursue explant at georgetown hospital. It is unknown if there were any adverse patient consequences. Additionally, ppi's and h2 blockers were prescribed. The patient was converted to a nissen after the linx explant. She is doing well and is off ppi/h2 blockers and is asymptomatic.